Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a scuffed lens. Event log history was performed and indicated "error 1720" and "power down" were recorded in history. During analysis, the reported "ec 1720" problem was duplicated. This was noted to be power backup capacitor failure. The system is not reading the correct voltage on the backup cap and a repair or replacement is required. The error was intermittent but occurred multiple times. Service will replace the backup capacitor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed error code 1720. There was no patient involved.